Event description:
Blood backed up entire length of tubing into the vial to be infused. On (B)(6), received product back. Blue tubing guide and flow stop is in proper locations on tubing (intended to prevent back-up blood anti-siphon valve). Flow-stop is jammed closed.